Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer tried leaving the adapter plugged into a working outlet and using a different charging cable, which resolved the issue. Technical support informed the customer that using third-party charging supplies is not recommended unless for troubleshooting and agreed to send a replacement tandem charging cable. The pump began charging, and no further assistance was required.